Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked belt clip slot at the battery tube threads area, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window and missing reservoir tube o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a piece of plastic missing around the o ring of the reservoir. The customer's blood glucose reading was 27 mg/dl at the time of incident and was hospitalized due to the low blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.